Manufacturer narrative:
A hemi head (details unknown & not visually confirmed), and modular sleeve (details unknown & not visually confirmed) were received for investigation following revision surgery of the head and sleeve due to infection. No batch/lot information was provided for the hemi head or sleeve. Additionally, no part and batch/lot numbers were provided for the bhr cup and stem. Part and batch/lot information could not be sourced through sap searches. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing of the hemi head. Discolouration was noted on part of the rim of the hemi head. Wear analysis was performed to review linear wear on the bearing surface of the head. The wear images identified a wear patch on the bearing surface for the head. Maximum linear wear for the hemi head was 7.3¿m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 58.5¿m. Surface texture change and discolouration was also observed on the internal sleeve taper based on historic wear data, after 8.9 years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. Devices were received for evaluation; however, no additional clinical/medical information was received. The device analysis did not provide any additional information that would indicate the root cause of the reported event. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. This complaint will be re-evaluated if more information becomes available. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Devices have been retained at smith & nephew aurora, and are available for return if requested by the customer

Event description:
It was reported that revision surgery of the head and sleeve was performed due to infection. Implanted approximately 2010.